Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 561 mg/dl. The customer had symptoms such as dehydration and vomiting. The customer was hospitalized on the (B)(6) 2017 and treated high blood glucose with insulin drips. The drive support cap appeared normal. The customer's parent reported the insulin pump alarmed motor error and a motor position encoder error. Advised the pump will need to be replaced. The product will be returned for analysis.